Manufacturer narrative:
The reported events of high pacing impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing found no indication of conductor fracture or internal shorts. Visual inspection and x-ray of the lead displays damage consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited high impedance and high capture threshold measurement. The ra lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.